Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant it was discovered that the right ventricular (rv) lead had become dislodged and had unstable thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.